Event description:
The pt contacted lfs alleging that their one touch ping meter does not power on. The pt was unable/unwilling to verify whether they exhibited any symptoms. The pt did not seek any medical attention or contact his/her physician due to the reported issue. The battery contacts were in good condition. The batteries were correctly installed and the pt replaced the battery per the owner's booklet and the meter still did not power on. The meter is not a new product (out of box). The pt did not have the test strips with them to verify whether they were using the correct vial of test strips. The pt's meter was replaced. The complaint is being reported due to the alleged issue with the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.